Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the catheter was returned to the manufacturer, analyzed, and no anomalies were found. It was noted that there was blood on the shaft of the catheter. The visual summary stated that there was damage at implant as there was nicks and scratches visible through-out on shaft of the catheter. Tool marks were visible on shaft at 39 and 80.5cm from the handle. (B)(4).

Event description:
It was reported that during the ablation procedure the physician alleged the catheter malfunctioned as it could not release electricity normally. The catheter was removed. No patient complications have been reported as a result of this event.